Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported that the ilet screen was splintered and spider-cracked after the user¿s work shift. The device remained functional, and no injury occurred. A replacement ilet was arranged, with shipping, return, and data sync instructions confirmed. Blood glucose (bg) was unaffected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.